Event description:
A customer was contacted by beckman coulter, inc. (Bec) regarding performance of access accutni assay, and indicated that there were two occurrences of reproducible false positive troponin (accutni) results generated by access 2 immunoassay system. The results were reported out of the laboratory. The customer did not provide specific patient results. It is unknown if the patient treatment was affected. The customer did not provide information regarding reports of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
Sample collection and qc information was not provided. The instrument was currently performing within the qc specifications upon contact with the customer. Service as not dispatched for this event. A root cause for this event was not determined.